Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. The device was unable to undergo the displacement test due to the cracked and bleeding glass. The following physical damage was also noted: cracked reservoir tube lip, minor scratches on the display window, cracked case at a reservoir tube window corner, cracked battery tube threads, cracked belt clip slot, and a stained end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump had a crack on the screen. The patient's blood glucose at the time of incident is unknown, but his most recent reading was 224 mg/dl. The mother is unaware of how the pump got damaged and only has the vague notion that it could have been dropped. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.